Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. Further information regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported being injected with .6 ml in the tear troughs, .1 ml in the rhytid in the right commissure, .2 ml in the upper lip and .1 ml in the nasolabial fold with juvéderm® volbella® xc. That same day, the left cheek developed a ¿blanched appearance¿ in the distribution of the infraorbital nerve with concern for ¿vascular occlusion.¿ a warm compress was immediately applied followed by nitropaste. The patient was given 75 units of hylenex around the infraorbital foremen, and 150 units in the surrounding cheek and nose areas. A total of 300 units of hylenex was used followed by repeat application of nitropaste. A 4-second capillary refill was seen throughout afterwards. The next day, the patient was treated with hyperbaric oxygen treatment for 90 minutes at 2.4 ata. Sluggish capillary refill continues to be noted and non-blanching areas were seen. No sign of tissue necrosis was noted. The patient was treated with an additional 150 units of hylenex, warm compress, q6h asa 325 mg, and a medrol dosepak. The next day, the patient was treated with 2 hyperbaric oxygen treatments for, 90 minutes at 2.4 ata, 4 hours between treatments. No necrosis was noted, and the capillary refill was improving. The following day, a third hyperbaric oxygen treatment was not possible due to difficulty cleaning the ears. No change was seen in the symptoms. The next day, the patient was treated with hyperbaric oxygen treatment, 90 minutes at 2.4 ata. There was marked improvement in the capillary refill. The patient ceased the hyperbaric oxygen treatment after the fourth treatment and saw major improvements. The prognosis was monitored with daily photographs and continual improvement was seen. The patient had no residual issues and reported that ¿all was healed well.¿